Event description:
The MFR rec'd info alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.